Event description:
The manufacturer received information alleging kidney disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-79597. This report was submitted as a duplicate report of the previously submitted report.¿